Event description:
Needle was being used to obtain endobronchial biopsy. Pushed the needle straight out from needle sheath as designed in order to inject specimen material in preservative. However, as the needle was being pushed out of the sheath it bent and came out of sheath to the side instead of the needle coming out of the sheath straight. The needle tore the sheath.